Event description:
Pt to or for novasure ablation. Procedure performed. Forty sec ablation noted. Procedure completed. Pt to pacu and d/c home. No complications noted or evident. Two days later, pt admitted to hosp. C/o severe abdominal pain. To or for exploratory laparotomy. Findings: 7cm (no perforation) burn on post uterine wall. Three cm burn on small bowel with perforation. Small bowel resection done. Pt to ICU post-operatively.